Event description:
Boston scientific crm received information that this device indicated a remaining longevity of 4 years. 5 months later, the gas gauge indicated 3 years of longevity remaining. A boston scientific crm technical services consultant suggested that the device could be ready to click over to the 75% mark. No adverse patient effects were noted.

Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Information was subsequently received that this device was electively explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.